Manufacturer narrative:
The device is a synthetic device made from ptfe. Complications such as adhesions are a documented risk associated with the (B)(4) device - ref. Design fmea and (B)(4) product insert (instructions for use).

Event description:
Proxy biomedical was notified on the (B)(6) 2015 via email by the (B)(4) distributor ((B)(4)) that they have received a complaint regarding a omyra mesh product (part # (B)(4), lot # unknown). The complaint was reported to (B)(4) by a hospital in (B)(6)(contact details unknown). Following implant of (B)(4), the patient developed adhesions between the bowel and the mesh. The patient's current status is unknown. Note: (B)(4)- distributed in europe by (B)(4), is also branded as (B)(4) in the USA by proxy biomedical. No patient details have - gender, age, weight or medical history is unknown. The status of the patient is unknown.